Event description:
A 4.0mm ti cancellous bone screw, implanted in 2004, was confirmed by x-ray to have backed out and was explanted 5 months later. Fusion had been achieved. The screw was used in conjunction with a tiaclp (pn450.304).